Event description:
It was reported that caller experienced repeated minimum fill notifications while attempting to load cartridge onto pump despite having sufficient insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed, reloaded same cartridge without success, then followed guidance from technical support to properly fill and load new cartridge, after which cartridge loaded successfully and insulin delivery was resumed.